Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
Resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 4/20/2018. Acknowledgements 1, 2, and 3 could not be located. It was reported that the patient was treated by the lifevest and passed away on (B)(6)2018. The patient was in the hospital at the time of the event, and it was reported that no resuscitation efforts were made on the patient. Per the ECG and flag data analysis, the patient experienced an inappropriate treatment event on (B)(6) 2018 consisting of one shock. The patient went into asystole with cardiac activity on (B)(6) 2018 at 07:12:46. The patient remained in asystole with intermittent cardiac activity, was treated at 07:16:51, and remained in asystole. Asystole is considered a non-treatable, non-life-sustaining rhythm. There is no indication that the inappropriate treatment caused or contributed to the patient's death as the patient was already in a non-life-sustaining rhythm. The patient remained in asystole until device deactivation at 07:17:05. The patient passed away on (B)(6) 2018.